Event description:
A tech reported that a pt presented with epithelial ingrowth, foreign body sensation and occasional halos in the left eye, one week following bilateral lasik. The flap was lifted, the ingrowth was removed, and antibiotic and steroid drops were restarted to treat the event which resolved eleven days later.

Manufacturer narrative:
Eval summary: he device history records (DHR) for the device were reviewed. Tge associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).